Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable thyroid results for 1 patient sample on a cobas 8000 e 602 module. The patient sample was submitted for investigation where discrepant results were identified for elecsys ft4 ii assay and elecsys ft3 iii between the cobas 8000 e 602 module and the siemens centaur method used at the investigation site. The erroneous results from the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results. There was no allegation of an adverse event. The customer's cobas e602 serial number was (B)(4). The investigation determined that the calibration and qc at the investigation site were acceptable. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.